Manufacturer narrative:
Pod download data showed 0x14 occlusion alarm generated. Timeouts were also observed in the data. Generation of the alarm stopped the delivery of insulin. No damages were observed in the drive mechanism components that would contribute to occlusion alarm generation. The actual cause of the alarm generation could not be determined. The exposed soft cannula of the received pod was found to be kinked. It could not be determined when this damage to soft cannula occurred or if it linked to the alarm generation.

Manufacturer narrative:
The device has not been returned/ received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient went to the emergency room (ER) and was diagnosed with high blood glucose (bg) values that reached 552 mg/dl. For treatment, the patient was given intravenous (IV) fluids and monitored for their bg values. The patient was given zofran for nausea. The patient was reported having headaches, vomiting and dehydrated, as well. The ketones were moderate. The patient wore the pod between 4 and 24 hours on the abdomen. The patient was discharged after 3 hours.